Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Procode: phx.

Event description:
It was reported that a taper adapter/glenosphere impactor pad was found to be broken while reassembling trays after a reverse shoulder case. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g6, h2, h3, h6, h10 visual examination of the returned product identified the impactor pad has fractured and all the pieces were returned. The device shows signs of repeated use; nicks, gouges, scratches, wear and strike marks. The features of the fracture surface visually suggest a bending overload fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.